Event description:
Speedband superview super 7 banding device failed to deploy esophageal band while attempting varies banding during a n egd. Second attempt deployed band. Patient received two bandings. Patient recovery uneventful and follow up contact revealed no post procedure problems. Boston scientific notified on issues with the band ligator. Lot 29450277 sppedband super 7 multiple band ligator ce 2797 ref moo542250 tin 08714729201953.